Manufacturer narrative:
Additional information was added to h3, h6, and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(Event date): the event occurred on an unspecified date in 2024, reported as "two to three weeks ago." Lot #: the reported lot h23l17045 is not recognized by baxter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) homechoice cassettes leaked after they were removed from the cycler. This occurred after priming of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.